Event description:
It was reported that the customer was hospitalized three times in the three months leading up to this report. Customer stated she was hospitalized for two weeks diabetic ketoacidosis, a foot infection, and high blood glucose of 800 mg/dl in (B)(6). The second hospitalization occurred in (B)(6) 2014, when the customer's infection recurred and she again experienced diabetic ketoacidosis. The third hospitalization occurred in (B)(6) 2014 and the customer's kidney began to shut down, the infection on her toe returned, and her toe was partially amputated. Her blood glucose was 800 mg/dl and she had diabetic ketoacidosis. She was treated for two days with an insulin drip. At the time of this report, customer's blood glucose was 500 mg/dl, the keypad of her insulin pump was sticking, and she received a no delivery alarm. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power alarm or low battery alarm was noted. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump had intermittent button response due to flattened button dome switches. No stuck buttons were noted. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip. The insulin pump was monitored for 24 hours and no unexpected battery tube or cap heating up anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.